Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting a gradual decrease of right ventricular (rv) lead pacing impedance measurements from 600 ohms, to below 200 ohms. In addition, lo amplitude was also reported. The physician reported that a couple of months ago, anti-tachycardia pacing (atp) and eight shocks failed to convert a ventricular fibrillation (vf) and therapy was exhausted, the patient had to be converted externally. Technical services (ts) was consulted and reviewed that there was no evident sign of lead noise or insulation issue, and patient condition impact on therapy effectiveness. This ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting a gradual decrease of right ventricular (rv) lead pacing impedance measurements from 600 ohms, to below 200 ohms. In addition, lo amplitude was also reported. The physician reported that a couple of months ago, anti-tachycardia pacing (atp) and eight shocks failed to convert a ventricular fibrillation (vf) and therapy was exhausted, the patient had to be converted externally. Technical services (ts) was consulted and reviewed that there was no evident sign of lead noise or insulation issue, and patient condition impact on therapy effectiveness. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The event was previously reported see MFR report. 2124215-2022-27786.